Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03feb2020.

Event description:
The customer reported an inoperable ventilator. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed the occurrence of the diagnostic code related to air valve liftoff failure.